Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber. Patient alleged having headache, heart issues and one of heart valves is leaking. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber. Patient alleged having headache, heart issues and one of heart valves is leaking. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section b1, b2, h1 and clinical code, impact code in section h6 has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in tubing/chamber and headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer mentioned incorrect section b3- date of event in initial report. It has been updated in this report. The manufacturer mentioned incorrect section h6-health effect - clinical code in previous report. Section h6 updated in this report.